Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per report received from saudi arabia- edwards received notification of a pascal precision in tricuspid position where during procedure guide sheath (gs) could not be successfully de-aired. Implant system was introduced past the gs seals. Upon starting the aspiration of the first gs, it was noticed that air was entering the syringe. The physicians opted not to change it and chose to proceed with the procedure using the same implant system. Gs was not fully de-aired and there was still continuous air introduced but less to 40 percent with blood bubbles. There were no further complications, the patient remained stable, and procedure went very well. No air into the patient was visualized during the procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for device not completely de-aired during flushing and preparation was confirmed with other empirical evidence based on information provided by the edwards clinical specialist. No manufacturing non-conformities could be identified from the information provided. Previous investigation for related complaints has revealed that delamination of the spine to shaft bond or a damaged component in the seal stack is likely the cause, but the leak path could not be confirmed for this device as it was not returned. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6 and h11. Additional h6 type of investigation code: labelling review. The complaint for difficult/unable to aspirate gs was confirmed with objective evidence. The complaint was only replicated during pre-decontamination evaluation, but all aspiration and leak testing after the decontamination process resulted in no issues. No components were damaged and no delamination of the spine to shaft bond was observed. There was a minimal amount of adhesive for the fillet of the flush tube to seal housing bond, but this leak pathway could not be confirmed. A root cause was unable to be determined for the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h11. The complaint for device not completely de-aired during flushing and preparation was confirmed with objective evidence. The complaint was only replicated during pre-decontamination evaluation, but all aspiration and leak testing after the decontamination process resulted in no issues. No components were damaged and no delamination of the spine to shaft bond was observed. There was a minimal amount of adhesive for the fillet of the flush tube to seal housing bond, but this leak pathway could not be confirmed. A root cause was unable to be determined for the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. Since no edwards defect was identified, corrective or preventative actions are not required.